Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The complainant indicates the use of a viscoelastic, which is not qualified for use with the company device. Root cause: the reported complaint was not observed as no sample was returned for analysis; however, based on the information provided by the customer, the most likely root cause is failure to follow dfu, as the surgeon states the use of non-qualified viscoelastic. Lens delivery performance may be negatively affected when using other non-qualified viscoelastics leading to underfill, overfill, misfolding , delivery issues and /or damage. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9, h.3, h.6, and h.10. The product was returned for analysis and the reported complaint was observed. The device was returned in a plastic bag inside the carton. The lens stop and the plunger stop have been removed. The plunger is oriented correctly. Viscoelastic is dried in the device. The plunger has been advanced into the mid nozzle and is advanced over the lens. The lens is in the lens bay and is misfolded. A plunger override was observed. The root cause may be related to failure to follow the IFU(instructions for use), as the customer states the use of non-qualified viscoelastic. The use of an unqualified ovd(ophthalmic visco surgical device) may cause damage to the lens and potential complications during the device preparation and implantation steps. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A facility representative reported that the "lens was stuck" during a right eye intraocular lens implantation procedure. A back-up device was used to complete the procedure. There was no patient harm.

Manufacturer narrative:
The previous report submitted for this event contained an error in h.1. - ¿summary report¿ was inadvertently selected. After a recent systems update, a system error caused the inadvertent additional selection of ¿summary report¿ in h.1. On a select number of reports. The error, which was limited only to the h.1. Field, was promptly identified and quickly rectified. Correction smdrs are being filed for the impacted reports. This smdr is correcting that error for this event. The manufacturer internal reference number is: (B)(4).